Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened, should additional data become available.

Event description:
We were notified by a hospital that this system was explanted for an unknown reason. There were no adverse patient events reported. Should additional information be received, this file will be updated.